Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned to boston scientific without allegation. Upon analysis a device problem was identified.

Manufacturer narrative:
Upon receive at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually, and leak tested. Visual inspection identified that cylinder one presented a hole in the proximal end from sharp instrument. Both cylinders passed the leak leakage test. The ms pump was visually inspected and underwent leak and functional testing. The pump passed the leak test; however, it did not pass the visual inspection nor the activation test. Under microscopic observation, the spring was found to be misaligned in the pump. Based on the information available and analysis results, the misaligned spring in the pump could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.